Manufacturer narrative:
Based on the clinical evaluation confirmed the presence of a type 2 endoleak, a type 3b endoleak and stent migration. A type 1a endoleak could not be confirmed with data provided. Patient pre-implant imaging was not available. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause was inconclusive, there is not enough information to determine the root cause of the event. Potential contributing factors are the patient is on antiplatelet therapy, the original implant of the device was placed lower than the optimal location within the artery which resulted in a decrease in stent overlap.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model: a28-28/c95 infrarenal aortic extension, lot: w11-2748-007, rel. Date: 07/19/2011, exp. Date: 04/30/2012.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated device and an infrarenal aortic extension. Patient had a follow up (B)(6) 2015 and the scans were reviewed and displayed a proximal endoleak and a type ii and aaa sac expanded of almost 2 cm. The physician elected to treat the patient on (B)(6) 2015 by relining with a bifurcated device and a supernal aortic extension. Patient is doing will after post-secondary procedure.